Manufacturer narrative:
Blank display and constant tone due to moisture damage on the electronics. Moisture damage found on the motor also. Pump had cracked case at display window corner, belt clip slot, minor scratched and cracked display window. Unable to perform the functional testing orverify battery change too slow alarm due to blank display anomaly.

Event description:
The customer reported via phone call that the insulin pump got wet in a swimming pool and constantly beeps. The customer's blood glucose reading was 127 mg/dl at the time of incident. Troubleshooting found that the pump was also cracked at the display screen due to being dropped. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.